Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted:(B)(6) 2007. 5076-52 lead, implanted: (B)(6) 2007. Addrl1 ipg, implanted: (B)(6) 2012. Dtba1qq crt-d, implanted: (B)(6) 2015. 4469 lead, implanted: (B)(6) 2015. 6935m55 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.